Event description:
Possible atrial pacing crosstalk resulting in right ventricular pacing and suboptimal pace timing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).